Event description:
Pt was implanted with a sparc sling on (B) (6) 2006. Pt states she has pain, erosion of internal bodily tissue, and other, unspecified permanent injuries. No further info was provided.

Manufacturer narrative:
The occurrence of the event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than is usual. Device was not explanted. Serial number not provided for lot history review. Unable to determine if there was a device malfunction based on info provided.